Manufacturer narrative:
(B)(4): physio-control provided the customer, a biomed, with technical assistance and the part number for a replacement therapy connector assembly. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomed, contacted physio-control to report that a pin had broken off of either a set of hard-paddles, or a quik-combo therapy cable, and become lodged in the therapy connector of their device. The broken pin would prevent a different set of hard-paddles or a quik-combo therapy cable from being plugged in and, as a result, defibrillation was not possible. There was no patient use associated with the reported event.